Event description:
Infant pt was resting in a bassinet, under an infant warmer with an oxygen hood in place. Oxygen hood was placed over the infant's head and was attached to an oxygen air blender for administration of 100% oxygen. As staff approached the bassinet, they observed a flash of flames under the oxygen hood, staff removed hood and removed oxygen from the wall. Staff used a blanket to extinguish the fire.